Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 59 mm abdominal aortic aneurysm. Approximately 5 months post index procedure, the patient presented emergently to the hospital with leg pain and claudication. Ice was applied in order to prepare the area for treatment on the following day. It was reported that thrombosis and occlusion were noted. On the next day, the physician placed bilateral balloon expandable covered stents within the endurance that graphs at the level of the aortic bifurcation. The balloon expandable stents were ballooned bilaterally with 9 mm balloons providing equivalent lumens . As per the physician, cause of the event was patient's anatomy. It was stated that the right limb was compressed in the already bifurcation which led to thrombosis and occlusion. No additional clinical sequalae were reported and the patient is fine